Manufacturer narrative:
The device was returned to olympus (B)(4). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the device. First time; july 7th, 2020; unspecified channel: mixed bacterial forms (>100 cfu), second time; july 13th, 2020; unspecified channel: klebseilla pneumoniae (1-10 cfu), pseudomonas aeruginosa (1-10 cfu), third time; july 21th, 2020; unspecified channel: pseudomonas aeruginosa (10-100 cfu). The device had been reprocessed with a gallay automated endoscope reprocessor, soluscope sprint, using soluscope cln+ and soluscope p. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.